Event description:
A pt admitted due to left renal calculi scheduled to have left retrograde pyelogram left flexible uterscopy laser lithotripsy. Placement of left uteral stent. During case, a loud pop was heard, fiber off sterile field and laser was inactivated and fiber removed. Fiber had broken. Note: confirmed 06/14/2006 - the broken distal fiber tip was retrieved from the patient during the procedure with no injury to the patient. There was no serious injury or potential for serious injury reported by the complainant.

Manufacturer narrative:
Fiber was not returned to dornier. There is a possibility that the user handling caused the fiber break since it happened two more times with a different part/lot number the next day 05/2006. There is no evidence that there was a design or manufacturing defect causing the compalint events. It is possible that the root cause is "user handling error" based on the information provided.